Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was broken at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any damage. The other cables at the instrument's wrist were intact and undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken grip cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the cable on the large suturecut needle driver instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.